Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleging insulin pump was under delivering because the blood glucose level was high even after bolus. The customer was taken to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose level of 22 mmol/l. Customer¿s other relevant blood glucose level was 20 mmol/l. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with manual injection. Customer performed high pressure test twice and it was failed. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).